Event description:
It was reported that a progav 2.0 shuntsystem was implanted on (B)(6) 2021. It was noted that the pressure was regulated three times after the operation, and the valve was found to be unable to move for the third time. A second operation and revision was performed. No further information was available.

Manufacturer narrative:
Additional information / investigation result will be submitted in a supplemental report.

Manufacturer narrative:
Statement: on the basis of juristic requirements and since our tests, e.g. Flushing with liquid, test level measurement and, if necessary, damage due to opening of the valves, influence the product properties we have to get the approval by the attending doctor as a step of safeguard. Unfortunately it was not possible for us to examine the product sent in because, despite four times requesting, the explicit release for investigation was not granted. For this reason, we returned the product for our discharge without examination. It should be noted that deposits are a common cause of blockage or dysfunctions. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final conclusion on the suspected adjustment difficulties and malfunction is only possible with an examination. Referring to the traceability of the product, we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
Additional information was provided with the submitted questionnaire/release. It was reported that a progav 2.0 shuntsystem (part # fx434-t) was implanted during a procedure performed on (B)(6), 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6), 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 30 years. Height: 173 centimeters (cm). Weight: 67 kilograms (kg). Gender: male.

Manufacturer narrative:
Additional information - a2, a3, a4, b5, d6b (with the questionnaire/release for investigation). Investigation: visual inspection: the following observations were made during the visual inspection: -no abnormalities or defects. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. The catheters are permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 and the control reservoir are permeable, while the shuntassistant is blocked. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 10,53 cmh2o. This is within the specified tolerance of 11 cmh2o ± 3 cmh2o. The test could not be performed to the shuntassistant, because the detected blockage,detailed in section "permeablity test". Adjustability test: it was checked whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, no deposits were found in both valves. Results: we are obliged to inform you that the condition of the product could be affected due to the interval between the explantation date and the release of the product/ investigation, because fungus and mold can develop. So the investigation result could be invalid because the time of delay of the start of the investigation. Based on our investigation results, we have determined that there was a blockage in the shuntsystem at the time of our investigation. At the time of the examination, we cannot explain how this functional impairment occurred. Even small amounts of proteins in the csf can impair the integrity/function of the valve and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.